Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a permanent out of range alert on (B)(6) 2014. Patient started using the transmitted on (B)(6) 2013. At the time of the event, the transmitter had been used for more than 13 months. Dexcom's user's guide stated that the transmitter battery will last at least 6 months. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).